Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on saturday in 2007, the pt suddenly was no longer able to hear. Exchanging the external equipment did not improve the situation. Testing confirmed that the device has malfunctioning.